Event description:
Eight days post implant, sensing and capture difficulties were noted. During explant, it was noted that the lead was fractured and the distal electrode remained in the pt's tissue. No subsequent adverse pt effect has been reported.